Event description:
Information was received from a health care provider (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that starting in early (B)(6), the patient experienced buzzing in their head that was thought to be caused by the implantable neurostimulator (ins). It was then discovered that the patient experienced a transient ischemic attack (tia) and was rushed to the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.